Manufacturer narrative:
G4:08feb2021; b4:27apr2021. The biomed reported that replacing the switch printed circuit board corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 17feb2021 .

Event description:
The customer reported can't get into the service menu. Nav-ring is not working. The customer contacted product support and reported that they cannot get into the diagnostics mode. Product support advised the customer to check the check mark interface with the button. Product support advised the customer if the interface is ok to replace the switch board. Provided part ID. The customer reported that the unit was not in use on a patient.